Event description:
It was reported the pump touchscreen was unresponsive. Additionally, the wake button was unresponsive. No reported adverse impact to the customer's blood glucose. Customer reverted to manual injections for alternate insulin therapy.